Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, two damaged devices were returned. One drill fragment was stuck in one of the guides of the first device; while one drill guide on the second device was damaged in a manner consistent with abrasion from another device. Undamaged drill guide ids were inspected and found to meet specifications. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the drill inside the drill guide.

Event description:
On 8/19/2021 it was reported by sales representative via (B)(4) that an ar-8717d-02 got stuck in the drill guide ar-8717g-02 side "15" during a case. This occurred again during another procedure, where ar-8717d-02 got stuck in the drill guide ar-8717g-02 side "13". No patient affected.